Manufacturer narrative:
The replaced units have been returned to isi for evaluation; however, failure analysis is not completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow up MDR will be submitted once the investigation has been completed and/or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the light from the illuminator turned off. The intuitive surgical, inc.(isi) technical support engineer (tse) reviewed the system logs and noted several #48238 errors followed by a non-recoverable error #297 pointing to illuminator communication errors. The tse instructed the customer to perform a power cycle and to disconnect the illuminator communication cable, however, the issue persisted. At that time, the customer was advised to use a third party light source to complete the procedure. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the illuminator to resolve the issue. The fse also replaced the touchscreen since the customer showed photographic images of lines across the screen. The illuminator contains a high-intensity light source to illuminate the surgical site and the electronics for initial processing of endoscopic video.

Manufacturer narrative:
Isi has received the illuminator involved with this complaint and completed investigations. Failure analysis investigation replicated the reported failure. Upon visual inspection the unit was found to be in good condition. The illuminator was installed into pca system; however, the unit did not start up after a boot up and error 297 generated. It was identified there was a blown ac fuse. The fuse will be replaced to resolve the issue. Isi has received the touchscreen involved with this complaint and completed investigations. Failure analysis investigation could not replicate the reported failure; however, was able to confirm the error in system logs.